Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator delivered non-sustained right ventricular oversensing alerts for myopotential and premature ventricular contraction oversensing. No changes or interventions were performed. The patient was in stable condition.